Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had their spinal cord stimulator system removed 4 months prior to report. It was noted the reason for ex planation was not known. It was logged a 2mm portion of electrode remained implanted. It was also logged this was too short to cause concern of heating in an MRI.